Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as 5 ml of clenz reagent fluid from the front, middle part of the instrument onto the counter. The leak was not contained. There were no instrument generated errors in conjunction with the leak. The customer was performing the instrument shutdown process when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing a lab coat and gloves when the leak was identified. There were no reports of biohazard exposure to open wounds or mucous membranes. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On 12/16/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced tubing at the blood sampling valve (bsv) to resolve the leak. (B)(4).